Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial, with clear surgical residue on the product. Visual inspection found the haptic bent/deformed and residue on the lens. Device code 1494: off-label use (acd < 3.0mm). Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, diopter -7.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.